Manufacturer narrative:
Investigation: samples received: 19 unopened racepacks. Analysis and results: there are no previous complaints of the same code-batch. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have received from the customer 19 closed samples for analysis. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.19 kgf in average and 0.183 kgf in minimum (ep requirements: 0.10 kgf in average and 0.036 kgf in minimum). Additionally, needle attachment strength test has been conducted on the closed samples received in order to discard a faulty needle attachment during manufacturing process that could cause splitting/fraying in the thread. The needle attachment strength results fulfil the requirements of the european pharmacopoeia (ep): 0.193 kgf in average and 0.183 kgf in minimum (ep requirements: 0.082 kgf in average and 0.041 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Furthermore, sewing test on artificial skin tissue has been conducted with the samples received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As indicated in the instructions for use of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the optilene sutures. During a coronary artery bypass graft (CABG) procedure, the suture was noted to be splitting. While attempting to knot, the material was dissecting/dividing into layers; the defective product was then removed from the graft. A different suture was used to perform the bypass and there was no patient harm. Additional information was not provided.